Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending (lad) artery. A 1.20mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon the second inflation, the balloon ruptured at 13 atmospheres. The balloon was completely removed from the patient. Following rotablation, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.